Manufacturer narrative:
No further information was provided to the manufacturer by the physician to elucidate the cause of the adverse event. Review of production records reveals no abnormalities relating to the design or the manufacture of the implant were identified. Upon review of the case documentation for the implant in question, the only indication for the original operation that was provided to the manufacturer was avn of the talus. It is unclear whether the subject arthritis was present before the initial surgery, and no confirmation of this was provided by the operating physician.

Event description:
Patient reported pain around an implanted total talus replacement, and surgeon stated that the patient has arthritis of the ankle and subtalar joint. Surgeon requested revision implant for the total talus replacement.